Manufacturer narrative:
A field service engineer was dispatched to the customer site and determined that the customer was using non-asp parts. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the odor/smell and haze/mist issues. Unit meets specifications and was returned to service. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿gas¿ or odor/smell and haze/mist emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was instructed to power off the unit and discontinue use. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smell and haze/mist issue, system risk analysis (sra), and functional analysis. ¿ the device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ trending analysis of the odor/smell and haze/mist issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and confirmed to be a non-asp component. No further analysis could be conducted. The reason for the return of the catalytic converter was confirmed. The oil mist filter was returned and confirmed to be an asp component. The oil mist filter successfully completed and passed the test cycle with no problems, errors, failures or faults. There was no mist, odor, smells, vapor, smoke, or oil leaks present. Physical inspection yielded no unusual findings, problems, defects, damages, or anomalies. The reason for the return and failure of the oil mist filter could not be confirmed. No other parts were available for further analysis. The assignable cause of the odor/smell and haze/mist is likely due to the adapter converter, oil mist filter, and vacuum pump oil, as well as the catalytic converter which was determined to be a non-asp part; however, functional analysis could not replicate the issue for the oil mist filter. The asp field service engineer replaced all parts with asp components and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: cmp-(B)(4).